Manufacturer narrative:
Corrected data: b5-the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -7.00/1.0/106 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2023. The patient experienced a low vault and refractive surprise. On (B)(6) 2023 the lens was exchanged with a longer length. H6-health effect- impact code: "4627" should be removed and code "4629" should be added. Device evaluation: h3 -type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -7.00/1.0/106 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2023. The patient experienced a low vault and refractive miss. On (B)(6) 2023 the lens was explanted and replaced with a longer length. D6a: "on (B)(6) 2023" should be added. D6b: "on (B)(6) 2023" should be added. H6: health effect- impact code: "2199" should be removed and code "4627" should be added. H6: medical device problem code: "3189" should be removed and "2993" and "1401" should be added. Claim#: (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: 1 similar complaint: claim# (B)(4) (fellow eye). Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vticm512.6 implantable collamer lens of a -7.0/1.0/106 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Low vault and refractive miss were reported.